Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from four different pt samples that were generated by the unicel dxl 800 access instrument. The customer re-tested the pt original samples for accu tnl. It is unk if the accu tnl results were reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.